Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting noise due to damage sustained by clavicular crush. Therefore, a lead revision procedure was performed and the lead was removed from service and replaced.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. Some 20 cm distal to the connector pin, the analysis demonstrated a fracture in the outer wiring. This led to an intermittent broken contact in the electrical conduction pathway between the ring electrode and the connector ring. This is considered as the cause for the electrical issues as mentioned in the complaint. In general, the broken contact is supposed to affect both the sensing as well as pacing characteristics of the lead. Damage symptoms such as those found within the scope of this analysis require the presence of excessive, continuous and localized mechanical stress. As can be read in the complaint description the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment (subclavian crush).